Event description:
Manufacturer ref# 3005334138-2022-00369. During the procedure, a blood leak was noted. The introducer was exchanged and the issue persisted. The device was exchanged again and the procedure was completed without any adverse patient health consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.